Event description:
It was reported that during an unk procedure, note taped to device said, "failed test phase/ changed out disposable and worked fine." There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the lcsc5 device was returned with the blade scratched, gouged and cracked. Due to the damage to the blade, it was confiremed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.